Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box. The wire was inspected and it has the body kinked. Overall length, outer diameter (od) of the distal tip, od of the middle of the device, and od of the proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-04987. It was reported that guide wire entrapment occurred. The target lesion was located in the anterior tibial artery. After a 300cm straight tip v-14¿ controlwire® was advanced to the lesion, a 3.0mm x 60mm x 90cm coyote¿ balloon catheter was advanced but had difficulties tracking over the v-14¿ controlwire®. The coyote¿ balloon catheter eventually reached the lesion and dilatation was successfully performed. However, the v-14¿ controlwire® lost its position. The devices were removed together and outside the patient's body, the v-14¿ controlwire® was difficult to remove from the coyote¿ balloon catheter and would not go back in. The procedure was completed with no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2016-04987. It was reported that guide wire entrapment occurred. The target lesion was located in the anterior tibial artery. After a 300cm straight tip v-14¿ controlwire® was advanced to the lesion, a 3.0mm x 60mm x 90cm coyote¿ balloon catheter was advanced but had difficulties tracking over the v-14¿ controlwire®. The coyote¿ balloon catheter eventually reached the lesion and dilatation was successfully performed. However, the v-14¿ controlwire® lost its position. The devices were removed together and outside the patient's body, the v-14¿ controlwire® was difficult to remove from the coyote¿ balloon catheter and would not go back in. The procedure was completed with no patient complications reported.